Event description:
A malfunction alarm was reported, identified by the malfunction code ¿malf 9.¿ there was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.